Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter institution phone and reporter phone: (B)(6).

Event description:
It was reported the device cannot be used normally due to irregular restart during clinical use. It was reported there was patient harm. Additional details have been requested.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Based on the information available, the cause of the reported problem was not confirmed. The customer refused the service and found a dealer to check the device. The reported issue was confirmed only by hospital technician. Philips service was not required by customer. No evaluation was performed by philips. No further information was provided. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. H3 other text : the customer refused service.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the device failed the third shock and the device restarted repeatedly. The device was in clinical use and device was used to deliver shocks. When the issue occurred, hospital used another defibrillator. No patient harm was reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.